Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (dose, frequency, and route not reported) and intravenously with fortum (dose and frequency not reported) for peritonitis. At the time of report, the patient's recovery status was unknown. It was reported that approximately one month before the diagnosis of peritonitis, dianeal therapy was discontinued. No additional information is available.